Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Customer¿s blood glucose level was above 500 mg/dl. Tandem technical support unable to gain further information as customer became uncooperative and ended call.